Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted at an angle to the skin, causing pocket pain and discomfort. The device is working as intended. There was no report of patient harm or injury. To address the issue, the patient underwent revision surgery to deepen the pocket and placed an over-the-inferior-aspect of the ipg to provide more coverage. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Event description:
It was reported that the implantable pulse generator (ipg) was implanted at an angle to the skin, causing pocket pain and discomfort. The device is working as intended. There was no report of patient harm or injury. To address the issue, the patient underwent revision surgery to deepen the pocket and placed an over-the-inferior-aspect of the ipg to provide more coverage. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional.

Manufacturer narrative:
(B)(4). The device history record was reviewed. No relevant nonconformances were found.